Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the grip had a scratch, the forceps channel port had a dent, the air water cylinder had no color, the suction cylinder had no color, the switch box had a scratch, the right left knob had a scratch, the scope connector had a scratch, the electric connector had corrosion due to water leakage, the adhesive around the objective lens had a crack, and the universal cord's coating was peeling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the evis exera ii duodenovideoscope's distal end had residual liquid, the inside of the light guide lens had foreign material, and the distal end was cracked. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that physical stress was applied to the distal end. Additionally, the foreign material (liquid) remaining on the distal end was unable to be identified. It was possible that the foreign material could not be removed even though the user conducted reprocessing properly due to physical damage of the device. Furthermore, the foreign material inside the light guide (lg) likely occurred due to dirt or moisture that invaded the device from the cracked location reached inside lg-lens or physical stress which was applied to the distal end caused small gap around lg-lens glue, and dirt or moisture invaded the lg-lens from the gap. Therefore, the root causes of the reported events cannot be conclusively determined. The event can be detected by following the instructions for use (IFU) section: detection methods of the suggested events are described in operation manual: 3.2 inspection of the endoscope: inspection of the endoscope. Olympus will continue to monitor field performance for this device.